Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that it was determined that the lead intertwined was spinal cord stimulation (scs) not enterra. The patient would follow up with their physician regarding the infection. The patient¿s weight at the time of the event was unknown due to privacy. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3487a-56, lot# j0225325v, implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that an exploratory procedure was performed because the patient had pain at the pocket site and the doctor suspected an infection. It was noted that the home care aid may not have been changing the bandages as instructed. Oral antibiotics did not help. It was reported that the surgeon could not pull the lead out because it looked like it was intertwined with the leads from a different system that was implanted in the patient. It was reported that the surgeon ended up explanting the entire system. No further complications are anticipated.